Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During seeg surgery with a field service engineer present on site, a communication failure occurred during surgery at approximately 11:10 am. On trajectory titled "ralp" the distance sensor connector became lodged in the joint during cooperative axial movement. The communication failure occurred as it approached the patient. The computer was rebooted. The surgery was extended approximately 5 minutes. The patient was unharmed as a result. The rosa functioned normally afterwards and the surgery was completed.

Manufacturer narrative:
It was reported that during surgery, the robot displayed a communication failure due to the force sensor cable being pinched in a joint of the robot arm. Analysis of the data logs confirmed that the communication error was due to the pinching of the cable in the joint. Based on the technical investigation the identified root cause is a design deficiency. Corrected data: date of this report. Date received by manufacturer (further information). If follow-up, what type. Device evaluated by manufacturer. Evaluation code.